Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The distal anchor and distal plug were not returned. The proximal anchor was returned broken in two pieces. The insertion device shows no visible deficiencies. Bio debris is present. A functional evaluation was performed on the returned device and found both deployment knobs move the insertion rods as intended. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that two undated, unlabeled intra-operative images were provided that show the split on healicoil partially embedded in tissue and that the IFU does warn, ¿the use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ a review of the anchor material specification found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl procedure, after following the placement of a healicoil anchor according to the technique, it looked very fragile and split inside the joint after a titanium tip impacted and inserted to the first thread of the healicoil anchor. The healicoil anchor was removed but the titanium remained inside the joint. Surgery resumed after a non-significant delay of 7 minutes with an icon anchor without suture from piemca to reinforce in the hole left by the healicoil. No further complications were reported.